Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Evaluation revealed that the force resistance measurement was out of specification. Evaluation also revealed a dislodged display screen and partially dislodged force sensor pins. Visual inspection revealed a broken force sensor pin. Correction number: 2531779-03/24/2010-003-r.

Event description:
The pump was returned for recurring loss of prime. Evaluation revealed that the force resistance measurement was out of specification. This report is made based on results of investigation completed on (B)(6) 2012.